Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable ureal urea/bun (bun) result for 1 patient sample tested on a cobas 8000 c 702 module. The initial bun result was 9 mg/dl. The sample was tested on another analyzer with a bun result of 47 mg/dl. The sample was also retested on the original analyzer with a bun result of 46 mg/dl the customer stated that all other tests for the patient were fine. No specific results were provided. The erroneous result was not released outside of the laboratory. There was no adverse event. The bun reagent lot was 29874201 with an expiration date of 30-sep-2018. The samples were aliquoted by a modular pre-analytical system. The field engineering specialist performed a full check of the instrument. He checked the sample probes and there alignments. He checked the syringes. He found a piece of foam that was still in place for shipping purposes that should have been removed. He removed the piece of foam, but he did not clarify where the piece of foam was found. The customer is still using the system with acceptable results.

Manufacturer narrative:
The customer stated that they changed out the sample probe and since then there have been no further issues.